Event description:
Contact reported that his mother obtained meter message "not enough blood" and lower blood glucose readings with 1 test strips, lot 1512b. Some time wihthin the last week, the pt opened the first bottle of test strips from the box and, with the first test strip from the bottle, obtained the meter message "not enough blood". There was a sufficient amount of blood on the test pad. The dsi rep guided the contact through an adjustment to the test strip holder and the problem was corrected. The same day that the pt obtained the "not enough blood" meter message, the pt's home health nurse and the pt performed a side by side blood glucose comparison using the nurse's meter and test strips (type unknown) versus co's test strips the pt's meter. They obtained results of 220 and 139 mg/dl respectively. With the co's rep, the contact performed a normal control solution test and obtained a result of 11 mg/dl versus a normal control solution range of 118-178 mg/dl (sol. Lot vc95, exp. 3/97). Pt opened the control solution two weeks agos. Contact shook the control solution before he applied the sample. The desiccant is in the first co's bottle. The contact stated that he does not think that the pt has opened the second bottle from the same box, but he could not find the bottle while on the telephone with the rep so he could not be certain. Also with the rep, contact obtained a check strip test result of 85 versus a check strip range of 70-94. The pt stores the test strips in her bathroom.